Event description:
Event description cpi received information that during the attempted implant of this ventak mini ii implantable cardioverter defibrillator (ICD), the ICD exhibited 'oversensing and abnormal stimulation impedance measurements.' It was also stated that the problems probably occurred due to 'a bad manuever fixing the connector.' The ICD was not used and was returned to cpi for analysis.